Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, . The customer's blood glucose was 134 mg/dl. Replacement pump was sent to customer. Reportedly, customer will continued to use the pump for insulin therapy.